Event description:
The pt was scheduled to receive an scs system, including a surgical lead, on (B)(6) 2010. During the procedure, the pt was placed in a prone position, and general anesthesia was administered. After the doctor made the incision in the pt's neck, the mayfield clamp slipped, cutting pt's head. The pt's head was bleeding and required stitches. As a result, the physician aborted the implant procedure. The lead kit was discarded by the facility. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.